Event description:
The customer reported that the device failed to charge during use on a pt. A second defibrillator was used. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to charge during use on a pt. A second defibrillator was used. No adverse pt impact was reported. The hosp biomed reported having evaluated the device and the involved battery. The device was determined to be fully functional using ac power and with a charged battery. The issue was localized to the failed battery. The battery was replaced.